Event description:
The user was seen for 9 week mapping, at which the user was not responding to anything in the booth. In the previous visit the user was reported to be doing well with the device. The mother reported a recent bump to the head after playing. The user was re-implanted.

Manufacturer narrative:
Conclusion: based on the received information from the field a damage to the active electrode, caused by excessive mechanical stress is assumed. However, due to the device's received status an exact location for the suspected wire fractures could not be located. The observed mechanical damages are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for 9 week mapping, at which the user was not responding to anything in the booth. The mother reported a recent bump to the head after playing. In the previous visit the user was reported to be doing well with the device.